Manufacturer narrative:
Evaluation of the returned 5f select confirmed a distal fracture. Fractures typically occur due to manipulation against resistance. Based on the reported event, the catheter was being manipulated within patient anatomy without a guidewire. This may have contributed to the damage experienced during the procedure. Further evaluation revealed ovalization on the distal fractured segment. This damage likely occurred during snaring of the device upon removal. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the venous sinus using a neuron select catheter 5f (5f select) and a guidewire. During the procedure, the physician advanced a 5f select over a guidewire through the tortuous internal carotid. Next, the guidewire was removed temporarily and subsequently, it was noticed that the distal tip of the 5f select broke off. It was also reported that the distal tip of the 5f select was fractured and disconnected at the junction from black to purple. Afterwards, the physician used a snare device to remove the broken distal tip of the 5f select without issue. The procedure was completed using a new 5f select. There was no report of an adverse effect to the patient.